Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed transmitter functional test and passed. The problem is not confirmed because the transmitter has no issues related to the customer complaints. The reported event of loss of connection was not confirmed. A root cause could not be determined.